Event description:
Source: (B)(6). Device caused severe, debilitating pelvic floor muscle spasm disorder. Symptoms got progressively worse and were unbearable. Device was implanted (B)(6) 2023 and removed on (B)(6) 2026. Muscle spasms ceased to occur after device was removed. Please, someone contact me regarding this issue. Product details: serial # (B)(6). Ref # 5101.